Manufacturer narrative:
Device analysis conclusion: the oad was returned to csi for analysis. The driveshaft had been destructively cut, and the crown section was not returned for analysis. The destructive cut and lack of distal section was consistent with details reported to csi. There was no damage observed that would have contributed to the device having become stuck in the stent. Review of the device data log did not reveal any issues that would have contributed to the reported events. The report that the oad stopped spinning, became stuck in the accessory could not be conclusively confirmed through analysis. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
The stealth orbital atherectomy device (oad) stopped spinning following treatment. During removal of the oad, the crown became stuck on a stent in the popliteal artery. Pedal access was gained, and the crown was advanced through the pedal sheath. The crown was then cut, and the remainder of the driveshaft was pulled back through the initial access sheath. The procedure was completed, and the patient was discharged.